Manufacturer narrative:
Corrected to provide implant date. Corrected to provide explant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that an out of regulation (oor) message was appearing on the patient's programmer. No patient symptoms or further complications were reported as a result of this event.